Event description:
A male pt with unk demographics received a bx cypher (3.00/33mm) in a de novo concentric lesion with flexion and chronic total occlusion (cto) lesion in the distal left circumflex coronary artery. The vessel was 2.9mm in diameter and 33mm long with a type c classification. Pre-dilation was conducted with a 2.5 by 20mm balloon at 8atm for 10seconds and the cypher was implanted at 20atm for 30 seconds twice. Post-dilation was not conducted and activated clotting time (act) was not measured. Intravascular ultrasound showed a timi flow of 3 after the procedure from a timi flow of 0 before the procedure. Anti-platelet therapy included aspirin, 200mg/day. But four days later when the pt went back to treat another lesion in the right coronary artery (rca), a coronary angiogram (cag) showed a thrombus inside the cypher that had been implanted in the left coronary artery from the proximal end to the inside. The pt was asymptomatic. The thrombus was aspirated and balloon angioplasty was conduced. Procedure details is unk. A competitor's bare metal stent (bms) was implanted inside the cypher. Implantation details unk. Anti platelet therapy included heparin, 6000units per day and ticlopidine, 200mg per day. According to the physician, the thrombotic event may have taken place because ticlopidine hydrochloride was not administered prior to the procedure and act was not measured.

Manufacturer narrative:
The device is a product sold and distributed in, however, it is similar to a product distributed in the united states with catalogue number cxs33300.